Event description:
The customer called and reported that the insulin pump was alarming with compromised force sensor system. The piston reportedly did not touch the reservoir when the error was received. The insulin pump had not been bumped or dropped. Customer's blood glucose as 200 mg/dl. The customer reverted to using manual injections. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a motor with a high current draw. The insulin pump was received with minor scratches on the display window. No noise anomaly was noted.